Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a (B)(4) in regard to a patient receiving prialt via an im plantable infusion pump. It was reported that prialt was potentially administered into peripheral tissue via broken catheter. A dye study was attempted, but the catheter could not aspirate back any cerebrospinal fluid (csf). The healthcare professional anticipated there might be a catheter break. The healthcare professional planned to set up the patient for a more in-depth catheter evaluation and possible catheter replacement. The healthcare professional inquired if there was any documentation or recommendation regarding the urgency, or lack thereof, of a patient that is likely getting intrathecal (it) prialt infused into peripheral tissue. The healthcare professional noted that it was their understanding that this was not an emergency, but that a catheter revision is advised as soon as possible. Additional information was received from a healthcare professional via a (B)(4). The healthcare professional did not believe any adverse event occurred. It was noted that it looks like the catheter has been broken for some time.